Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the device the lever on the shears would not retract or move forward. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Corrected sections: a4- changed from klg to lbs. The hp2 device was returned to the factory for evaluation on 18mar2020 and investigated on 22apr2020. There was no cannula returned. A visual inspection was conducted. Signs of clinical use and evidence of no blood was observed. A microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the hot jaw at the center, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. The jaws were observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. A mechanical evaluation was performed. The blue toggle switch was manipulated to operate the jaws. The jaws are able to open and close with no difficulty. The jaws match up and align. Based on the returned condition of the device and the results of the investigation, the reported failure "mechanical issue¿ in regards to fitting problem with cannula was not confirmed, but was confirmed for the analyzed failure "material twisted/bent¿ was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, while using the device the lever on the shears would not retract or move forward. A replacement device was used to complete the procedure. The hospital did not report any patient effects.